Manufacturer narrative:
For investigation, 27 unused sample devices were received. The reported issue was confirmed during visual inspection, which identified cracks in all samples. Although the complaint was confirmed, without a lot number, no further evaluation could be performed at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions taken accordingly.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product was leaking when they were pushing the syringe plunger. Found a crack in the hub part of the needle. Patients had been needing to get multiple needle insertions when a needle leaks and the dose needed to be administered was not given because the needle was leaking. The reported product fault occurred while administering an injection. The event occurred while in use with the patient. There was no patient harm.